Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up, down, and ok buttons were under-responsive. The reporter stated that this issue caused an over-delivery of insulin, but there was no blood glucose excursion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015.device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: due to moisture damage affecting the visibility of the screen, the buttons were unable to be tested and investigated. The keypad was removed and there was no evidence of contamination found under the key contacts. Unrelated to the original complaint, it was observed that the battery compartment was cracked below the bumper pad.